Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient is implanted with a scs system which includes two leads from the same lot. The patient reports she underwent surgical intervention to remove her scs system because allegedly she was experiencing jerking and electrical shocking sensations. In addition, she experienced infections after the system was removed and her back is now worse after the implant.